Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, shock impedance was reported to be 123 ohms. Impedance rose to 150 ohms on (B)(6) 2019, then dropped back down to 71 ohms on (B)(6) 2019. However, impedance began trending upward again and reached 150 ohms on (B)(6) 2019, prompting physician to explant and replaced the system. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 47.5cm proximal to the lead tip. Only the distal fragment with an inserted explantation tool was received for analysis. The proximal fragment including the yoke and the connector pins was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the lead body was partly pulled out of the ring electrodes. As the root cause of the observed damage, tensile forces applied during the extraction procedure should be taken into consideration. Further inspection showed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.